Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed thrombus at an undetermined time after implant. On (B)(6) 2017, the patient received a heart transplant. The surgeon observed thrombus on the impeller. The patient received antithrombotic washes and was doing well post transplant. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of device thrombosis. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and appeared to have been exposed to a fixative agent prior to being returned. Examination of the pump blood-contacting surfaces found denatured blood and a ring of tissue-like thrombus adhered to the inlet bearing cup. The tissues showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. The distal side of the rotor and the outlet stator revealed soft, non-laminated depositions. Although the lack of lamination and structure indicated that the depositions did not originate from this location, the contact marks observed on the distal end of the rotor suggest that the depositions were present for an undetermined period of time while the pump was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.